Event description:
Reportedly, this device was explanted after approx a 12 year, 2 month implant duration due to mitral regurgitation and atrial fibrillation.

Manufacturer narrative:
Device not returned.